Manufacturer narrative:
Product ID 977a260 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had a full explant of their ins and leads on 2018-feb-19. The replacement did not resolve the issue. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the leads and the implan table neurostimulator (ins) were discarded by the facility. The rep stated that the issue had been resolved and they had no further information. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: : product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Patient reported in effective stimulation of her pain areas. The health care professional (hcp) deactivated one lead and left it implanted. He placed another lead during the surgery. Patient battery was overdischarge at time of surgery. Battery will be jump started at her follow up visit. Patient said she did not charge their ins because the stimulation was not effective. No diagnostic/ troubleshooting reported. Interventions done was the lead revision. The issue is resolved at the time of this report. Yes surgical intervention occurred. Patient had lead deactivated and new lead placed. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.